Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material remained in the subject device, but the type of the material could not be identified. Device inspection found cut on the bending section cover causing leak failure. It could be confirmed that the leak failure was caused by damage to the equipment. Therefore, it was presumed that the foreign material might have remained because reprocessing could not be completed properly. A definitive root cause of the residual presence of foreign objects in the device could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited foreign material on the bending section cover rubber and its adhesive and the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.